Event description:
It was reported the er320 was used during an unknown procedure. It was reported by the affiliate that the clips were malformed. A new instrument was used to finish the case. There was no pt consequence.